Event description:
Additional information received reported that the patient no longer had concerns regarding their device or therapy.

Event description:
It was reported that the patient had experienced an over stimulation sensation while the device was turned on. It was noted that the patient had set his stimulation earlier in the day. He then went out to take his dog for a walk and his back began to hurt so he went to lay down. It was reported that while the patient was lying down he felt overstimulated and was not able to decrease the stimulation. It was noted that this was the first time that this had happened to the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).